Event description:
The nitric oxide machine displayed message "monitoring failure." Upon investigation of the equipment, it was determined that some debris or condensation may have gotten into the sample line to the monitor and motor, unknown how. This event did not cause harm to the patient but is considered a very high-risk event.